Event description:
It was reported that the bd safetyglide needles were clogged/blocked. The following information was provided by the initial reporter: " I can't remember if I sent you this last week but we are having some issues with our safety glide syringes. It appears to be coming from a similar lot and has happened at multiple locations. The issue is that once the needle is attached to the vaccination syringe the vaccine is not able to be pushed through the needle. So they are attaching the needle and jabbing the patient and unable to dispense which results in them having to use multiple needles and jab the patient several times." Additional information received on 11/21/2023: "I do not have first hand knowledge of the issue since it was reported to me and I forwarded it into my bd/embecta rep for follow up. Below are the responses I received from our district manager related to the product concerns." 1. Any adverse event or serious injury reported to patient or healthcare professional? A. Adverse event: patients were poked multiple times if the administrator was unable to depress the syringe to empty the contents of the vaccine. A new tip would have to be assembled in order to vaccinate properly. 2. Was there a delay of, or change in, the course of treatment due to the event? A. No. 3. Were you able to draw up solution and then unable to expel? A. They were used on prefilled syringes so no solution would be drawn up. Once the tip was screwed on, the vaccinator was unable to depress the plunger to inject the contents of the vaccine into the patient. 14. Is there any visible blockage?a. No.

Manufacturer narrative:
B.3. The date received by manufacturer has been used for this field. H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
Pr 9190770 follow-up report for correction. The material # was incorrect in the initial MDR, material # is 305916. The lot was incorrect in the initial MDR, lot # is regn2104.

Event description:
No additional information was provided.

Manufacturer narrative:
Investigation summary: no samples or photos received by our quality team for evaluation. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Based on the quality team¿s investigation, the root cause of the incident clogged needle can be traced to the manufacturing process. During review of the process, process variations during the needle lubricant application can create clogged needles. Corrective and preventative actions have been implemented. Several quality initiatives have been implemented on our manufacturing line to ensure that the needle lubricant application is properly applied during the manufacturing process. Additionally, a monitoring program is also in place to verify the needle lubricant is applied uniformly to the needle.

Event description:
No additional info rcvd.